Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user heard an alarm and then observed the level module led was flashing yellow. No error message was displayed on the central control monitor. The user turned off the level sensor and changed the transducer, but the problem was not resolved. The user then restarted the heart lung console and the level module began to function as expected. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.